Event description:
Additional information received from the consumer reported that the patient told their health care provider (hcp) they didn't want the permanent implantable neurostimulator (ins) because of constipation they had during the trial. The hcp told the patient to take laxatives and insisted on placing the permanent one. The patient had the permanent one put in on (B)(6) 2016 and it was never turned on. The patient told them to keep it off until their constipation cleared. The patient still had constipation even though the ins was off. The patient was also getting therapeutic effect. The patient thought the trial device put some current in them and was still helping their bladder 4 months later and therefore they didn't need to turn their ins on. The patient did not get up 30 times a night, but was now stuck on living on laxatives. The hcp did not think it was from the device. The patient was now going to a gastroenterologist and they thought the device was in close proximity from the nerve for bowels. The urologist said the device was by the patient's vagina. The patient wanted to know if the device could be pressing on a nerve or could have damaged a nerve. They did an endoscopy and nothing showed up. Now the patient was going to have a colonoscopy done. If the patient knew the device would cause constipation, they would have never done it. The patient wanted the device out and was scheduled for removal on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. She was having lots of troubles and cannot even go to bathroom. Her bowels had shut down and don't work. Patient called the doctor and he told her to shut the device off and precede to the emergency room. They sent her home with an enema. She was still ill and went back to the emergency room the following (B)(6) and was admitted to the hospital. Symptoms reported were bowel not working. Patient was taking 6 laxatives a day. Bowel issue with permanent device was on (B)(6) 2016. Additional information from the patient reports the patient had not heard from doctor since he found out she was sick. Patient was to go back to the doctor on (B)(6). They want to do a colonoscopy. Neurostimulator was implanted for urinary and its affected her bowels. She turned stimulation off for the past month and she was still having constipation (takes 6 laxatives a day). The patient may need to see the gastroenterologist tomorrow regarding her bowel issues. Patient called back stating she was still having the same bowel issues and he doesn't think that the stimulation was what was causing this. Caller states she had x-ray done of the bowels and said he didn't find anything. She thinks it was from the stimulator and she wants to have it removed. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.